Manufacturer narrative:
Investigation summary: not confirmed. Twelve retention lot samples were evaluated during this clinical investigation. All twelve retention and control lot samples performed as expected and no product issues were observed during the clinical investigation. This is the first complaint reported with regards this lot number. This incident and lot number will be monitored for future occurrences. Bd was unable to duplicate or confirm the customer¿s indicated failure (erroneous chemistry results) mode because the defect was not evident in the testing of the retention lot samples.

Event description:
It was reported that the results obtained after using the bd vacutainer® pst¿ gel and lithium heparinn (lh) 56 units blood collection tubes were found to be incorrect.